Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor, the heart rhythm a pt (age and gender unknown) the device prompted a "pads off" message. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.